Event description:
It was reported the bronchovideoscope exhibited video glitches/gives out during use. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes include electrical problems or component failure without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.